Event description:
It was reported the pump was explanted due to pending battery depletion, prophylactic removal to avoid in-vivo battery depletion. The catheter was also explanted due to unable to aspirate. There was no patient injury and the patient recovered without sequela. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter revealed miscellaneous acceptable testing catheter incomplete/returned in segments.